Manufacturer narrative:
Patient weight was requested but was not provided. Manufacturer's investigation conclusion: the reported event of atypical low voltage/power cable disconnect alarms was confirmed via the provided log file; however, the reported damage to the patient¿s black power cable was not confirmed. The log file contained data spanning approximately 9 days (11sep2022 ¿ 20sep2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several atypical low voltage/power cable disconnect alarms were observed throughout the data while batteries were in use. The alarms appeared to have been caused by the rsoc briefly fluctuating below the alarm thresholds in either power cable. The observed atypical power cable disconnect alarms (alarms not associated with a power source exchange) correlated to rsoc_invalid fault flags. No other notable events were observed. The system controller was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(4) , showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the power cable disconnect and low voltage alarms. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was noted to have multiple low voltage advisory alarms upon ventricular assist device interrogation. The patient reported allowing their batteries to get too low before changing power sources. The patient also reported not cleaning their batteries and clips regularly. The patient was also noted to have a tear in the black power lead on their controller that they noticed 2 days prior to their clinic visit on (B)(6) 2022. Log file review captured random power cable disconnects along with low voltage advisories. Some low voltage advisories were not associated with normal battery depletion and looked to be an issue with the black power lead.